Event description:
It was reported that during patient use it was noticed that the y site part was cracked. When the needle was removed, heparin was locked, but the air bubbled in and could not be released from the syringe. The medication being infused at the time was chemo. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.